Manufacturer narrative:
For this complaint, the part number and lot number were not provided and follow up was also done to get the information and it could not be confirmed by reporter and we are following up to get the information. (B)(4). The trial was stopped by nurse and she also took the executive decision to reinstate his old treatment. End user gender has been selected as male on the basis of information given in describe event of problem. Complainant street address: waltham forest complainant city: waltham forest complainant country: united kingdom name of hospital: (B)(6) health centre. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The sales representative raised the issue reported by nurse in leg ulcer clinic via email that the end user had an adverse reaction with increase in exudate and maceration of chronic wound due to which the trial was stopped. It was also reported that the exudate had strike through to the outer layer of the bandage and there was malodour reported. End user was really down so the executive decision was taken by nurse to reinstate his old treatment and the product was removed. The duration of use was unknown. No photograph is available at this time.

Event description:
The sales representative raised the issue reported by tissue viability nurse (tvn) in leg ulcer clinic via electronic mail (email) that the end user had an adverse reaction and the trial was stopped with him on monday (fourteenth of march). It was reported that there was increase in exudate, redness, tissue damage and maceration of chronic wound with regression malodor due to which the trial was stopped. It was also reported that the exudate had strike through to the outer layer of the bandage and there was malodor reported. The dressing was completely saturated as well as the bandages and skin was completely macerated. Patient was previously treated on twenty eighth of february with other company's antimicrobial barrier protection bandages as well as another company's dressings. The duration of use was four days. On third of march, end user was re-dopplered and everything was fine and another company's antimicrobial barrier protection bandages were applied. On seventh of march end user was re-dopplered and applied company's dressing. On tenth of march, skin was macerated and odor was observed. It was washed in wound irrigation solution and anti-biotic topical cream and company's dressing was applied. On fourteenth of march, the evaluation was stopped. No photograph is available at this time. Additional information was received 4/19/2022 that confirmed the model number belongs to "convatec ltd" manufacturer. Timelines were received for the ongoing treatment as per the additional information. No other medical treatment was provided apart from ongoing wound management.

Manufacturer narrative:
MDR retraction: the MDR with manufacturer report number (MDR 9618003-2022-00475) was submitted in error. It is a duplicate report. Please retract the report. The new report MDR 1000317571-2022-00073 (patient ID: (B)(6)) was submitted on 05/07/2022 to replace this report.